Event description:
Clinician reports that the spike broke on the set in a pt's home prior to pt use. The set contained chemotherapy. The set had been prefilled in 07/2002 and was opened for pt use 3 days later. The set had been heat sealed in plastic, inserted into a zip lock bag and set to the home either in a bag or a box according to the clinician. The chemo was contained within the heat sealed bag. No pt injury or medical intervention was reported. No samples are available.